Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the c1- 0.5ml on each side fanning, in the c2 a 0.3ml bolus on each side, plus a 0.2ml bolus in the midline. Patient developed a delayed onset inflammatory nodule in the lip. Symptoms are ongoing.